Manufacturer narrative:
(B)(4).

Event description:
Patient's mom contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the sensor warm-up would not start as the g5 application was freezing. No additional event or patient information is available.